Event description:
Implantable neurostimulator interrogation revealed impedance issues indicating an open circuit. It was decided that the lead should be replaced due to breakage. There was no patient injury associated with the event; the patient recovered without sequelae.

Manufacturer narrative:
The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.